Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The lead has not been returned. Should this lead get returned or should additonal information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular lead dislodged into the right ventricular outflow tract. During the revision procedure, the physician elected to remove all products for concern of an infection. No additional adverse patient effects were experienced. All explanted products are scheduled to be returned.